Event description:
During cystocele repair, vaginal mesh was inserted (ams elevate mesh kit) which then extruded through vaginal wall, necessitating its removal and another cystocele repair, done (B)(6) 2011.